Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 400 and 50mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call was disconnected before further information could be obtained.